Manufacturer narrative:
The root cause of this complaint is related to surgical technique. The k-wire was bent, but not discovered until after the issue had started - a clicking sound was heard as the screw was being advanced). The surgical team did not use irrigation while creating the pilot holes. When the surgeon noticed more tension, he continued to attempt to advance the screw. Per the surgical technique recommended by osteomed, if significant resistance is felt while inserting the screw, back out the screw". There was no lot number provided. Therefore, the evaluation of the device history of the screw related to this complaint could not be performed. The two-year review of capas and ncrs did not identify any investigations concerning this device. A two-year review of complaints shows this to be the only one for this issue. This screw is a part of the extremifix cannulated screw system. Per the extremifix risk document, the risk of a delayed procedure due to a stripped screw has a severity rating of "1". Per the risk management procedure, a rating of 1 indicates a "negligible" (inconvenience or temporary discomfort) severity level. The final predicted risk level is "low". The extremifix instructions for use warns the user that using these screws in high-density bone may result in fracture or failure upon insertion. It also states that if significant resistance is felt during insertion, to back out the screw. The IFU reminds the user to use irrigation when pilot drilling. The IFU also warns to use imaging to verify that the guide wire is not bent. The extremifix system surgical technique guide has the same warnings about high-density bone, and the same caution about bent guide wires as the IFU. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2018, osteomed was notified of an incident concerning an osteomed implant. Per the sales representative, a resident, under the supervision of the physician, was attempting to fuse the medial, intermediate and lateral cuneiform bones with a single headless screw to better align the forefoot for an mtp fusion. A k-wire was placed and a 2.7 mm cannulated drill was used. The whole was then measured with a depth gauge. The proximal cortex drill was not used. After measuring a 4.0 x 48 mm headless screw was selected and inserted. About 1/3 of the way in using a ratcheting screw driver we began to hear a clicking sound. We stopped and confirmed a bent k-wire by using a mini-c-arm. We removed the bent k-wire and replaced it with a new k-wire. The resident continued to tighten the screw, but when he got 1/2 down he started feeling more tension. The ratcheting feature was turned off and he attempted to place screw using the manual screwdriver function. We also switched to a longer screwdriver shaft. The screw driver head began turn without advancing the screw. The physician then confirmed the screw head was stripped. Because our set doesn't have a removal tool, several sets were then used to try to back the screw out starting with the stryker 4.0 asnis removal tool, 4.5/5.5 asnis removal tool both of those stryker devices broke attempting to remove the screw. A hardware removal set was then used, then a broken screw set and vise grips. None of them would remove the screw. The physician then decided to cut the exposed part of the screw off using a 4.0 oval bur and left the shaft in the patient. After that, the remainder of the case went on a planned. The broken screw added about an hour to the case.